Event description:
It was reported while using bd max¿ system, bd max¿ instrument false positive results occurred. There is no report of confirmatory testing and no patient impact reported. The following information was provided by the initial reporter. The customer stated: arrived onsite to assist with troubleshooting efforts surrounding false positive results for vibrio when using bd max ct0582. The lab had been working with tech support, but the false positives still persisted. I visited to help with extended environmental testing and decontamination. Several rounds of cleaning were done and several rounds of environmental testing were completed, but still the false positives for vibrio occurred. A review of the database did show that several of the normalization values were out of tolerance. A fse has been dispatched to address the instrument.

Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument false positive results occurred. There is no report of confirmatory testing and no patient impact reported. The following information was provided by the initial reporter. The customer stated: arrived onsite to assist with troubleshooting efforts surrounding false positive results for vibrio when using bd max ct0582. The lab had been working with tech support, but the false positives still persisted. I visited to help with extended environmental testing and decontamination. Several rounds of cleaning were done and several rounds of environmental testing were completed, but still the false positives for vibrio occurred. A review of the database did show that several of the normalization values were out of tolerance. A fse has been dispatched to address the instrument.

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n: 441916, s/n: (B)(6). A bd field service engineer was dispatched to support environmental monitoring and decontamination. Additionally, log files revealed normalization values were out of tolerance. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ct0582 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct0582 was reviewed and revealed no previous complaints related to normalization drift. The root cause was attributed to normalizer drift. Bd quality will continue to closely monitor for trends associated with this complaint.